Event description:
Additional information received: involved component nr871m. Revision surgery : (B)(6) 2021. Involved components nb017k - enduro femoral component cemented f1r - lot unknown. Nr871m - enduro meniscal component f1 12mm - lot 51788770.

Manufacturer narrative:
Additional information received: updated b5 + d10: involved component.

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to change from leading to involved component - no malfunction or serious injury. The investigation results will be updated in the leading reference number: (B)(4). Associated medwatch report 9610612-2021-00783 (400525236 nb017k).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a femur extens.stem 6° d15x77mm cemented (nr292k) was implanted during a procedure performed on (B)(6) 2014. According to the complaint description, there was a revision surgery 7 years post surgery due to fracture of stem. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Involved components: nb017k - enduro femoral component cemented f1r - lot unknown.